Manufacturer narrative:
The insulin pump was received with a cracked end cap near the lcd window, a minor scratched lcd window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a crack at the casing. The customer's insulin pump was not bumped or dropped. The customer stated the crack was near the display. The customer confirmed that the drive support cap did not appear to be damaged. The customer was not involved in a car accident. The customer was unaware of how the damage occurred. Advised that a replacement insulin pump would be sent. Advised customer to return the insulin pump for analysis. Nothing further reported.